Event description:
Customer reports that the cuff was found to be broken prior to patient use. The customer reported that when a syringe was used to inject air a leak was observed from the cuff. The customer confirmed no patient involvement. Covidien is attempting to gather further details surrounding the pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received a summary of the investigation results will be provided in a supplemental report.